Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. Vascular access was obtained via the radial artery. The 90% stenosed de novo lesion was located in the moderately tortuous right coronary artery (rca). A 8mm x 4.0mm quantum maverick balloon catheter was selected and on the first inflation at 12 atms, a balloon rupture occurred. The balloon catheter was removed intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4): the complaint device was not returned to bsc for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)